Event description:
Seven 2.4mm ti locking screws were implanted in a 20 hole reconstruction plate (cut down with no graft) in 2001 in a patient. 4 screws were placed on one side, 3 screws on the other. The 3 screws were noted as broken on an x-ray taken in 2002. Broken screws are scheduled for removal in 4 days.